Event description:
Reporter alleged that comfort curve blood glucose test strips were labeled with an expiration date of 12/31/07. The MFR's batch records show the actual expiration date to be 01/31/05. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.